Event description:
Related manufacturer reference number: 2017865-2024-70659. It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise, extra cardiac stimulation, and high capture thresholds which resulted in failure to capture. The lead was capped and replaced on (B)(6) 2024. During the procedure, while attempting to implant the replacement rv lead, the helix exhibited failure to extend and got damaged. The lead was not used and a new lead was implanted. The patient was discharged.

Manufacturer narrative:
The reported events of a helix mechanism issue and the helix damaged were confirmed. As received, a complete lead was returned for analysis. The helix mechanism test was unable to be performed due to the helix bent/stretched as received consisted with procedural damage. X-ray examination confirmed the helix was bent / stretched and the inner coil over torqued at the connector region. The cause of the reported event of a helix mechanism issue and helix damaged were isolated to the bent / stretched helix as received. Electrical testing was normal.